Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device could not disengage the attachment, the device had insufficient/low power, and unintended activation/motion. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air pen drive device could not disengage the attachment device, the device had insufficient/low power, housing was cracked/damaged, there was component damage, and unintended activation/motion. It was further determined that the device failed pretest for check the adjustment sleeve, check for unintended motion with hand switch, check function in ¿hand¿ mode with hand switch, check power with test bench, check speed with tachometer, check internal leak tightness, and check external leak tightness. It was noted in the service order that the attachment cannot be detached from the associated motor due to a damaged or non-functioning release mechanism. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.